Event description:
Boston scientific received information that the patient with this product underwent a revision procedure to clean/revise the pocket due to a suspected infection. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicated that this system was explanted due to another occurrence of infection. There were no additional adverse patient effects reported.